Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result(s). The user reported that they received three separate tests from (B)(6) and none of them produced a control line. Confirmed that the user had performed the test procedure correctly.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record were reviewed and no abnormal issue was found in manufacturing process. The test results of retention samples were tested and met qc specifications. Based on the retention samples results, complaint cannot be confirmed. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - added "device evaluation" and "additional information" h3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). The user reported that they received three separate tests from kaiser and none of them produced a control line. Confirmed that the user had performed the test procedure correctly.